Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer was able to clear the alarm initially, however the alarm recurred with the existing supplies. The customer performed a complete supply change to resolve the issue. The customer's blood glucose level was 310 mg/dl. As the customer did not contact tandem technical support at the time of the issue, troubleshooting was unable to be performed.